Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that x-ray imaging revealed that patient had remnants of a lead tip still implanted. As a result, surgical intervention may be undertaken on a later date to remove remaining portion of the lead. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn20450-50aau, UDI: (B)(4), batch: ab1453. Common device name: drg lead, model: mn20450-50aau, UDI: (B)(4), batch: ab1453.